Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the bending section cover. Evaluation also found the bending section cover adhesive was chipped, the label on the video connector was peeled, the video connector was deformed, and multiple parts of the scope were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported defects of the bending rubber on the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: objective lens adhesive peeling off. There were no reports of patient or user harm associated with this event.